Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Customer suspected that the cause of low bg levels was due to not having a continuous glucose monitoring session on the pump at the time of the events; however, review of the pump data logs by tandem technical support could not verify any alerts/errors indicating an issue with the continuous glucose monitoring session on the pump. Subsequently, the cause of the low bg levels was not known. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.